Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020 a patient was undergoing treatment of a renal artery lesion with a gore® viabahn® endoprosthesis. When the device was being deployed, the stent opened the proximal part expanded but then expansion stopped. The deployment line was not able to be pulled further. This device was removed from the patient and a second device was opened and utilized.

Manufacturer narrative:
Added b7: patient history. Added g3/g4, h1/h2. Added h6: component code, impact code and investigation conclusion code.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.